Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 500cc mentor memorygel breast implants, suffered left breast pain and left breast capsular contracture (baker grade ii), post-procedure. As a result, the patient has been scheduled for implant removal and replacement with mentor gel implants on (B)(6) 2021.

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).